Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0106047. D.4. Medical device expiration date: 4/30/2025. H.4. Device manufacture date: 4/15/2020. D.4. Medical device lot #: 9352100. D.4. Medical device expiration date: 12/31/2024. H.4. Device manufacture date: 12/18/2019. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle failed to deliver insulin during use. This complaint was created to capture the 1st of 5 related incidents. The following information was provided by the initial reporter: "I recently renewed my prescription for pen needles and was given your 2nd gen nano needles. Previously I had the first generation. I do nor like the 2nd gen pen needles. They feel like I am poking through a balloon instead of sliding into my skin like the previous ones. They also seem to hurt more. I also seem to have more injections that bubble up under the skin.". "Roughly 50% of the needles in the box are not sharp. When used they feel like I am pushing them through a balloon. In a couple of cases, they would not insert at all. Most of the time when these needles were used, the insulin would pool right below the skin instead of deeper into the tissue.". "Consumer reported, patient end is "dull" making it difficult to penetrate injection site. Stated, no insulin flow when taking injection".

Manufacturer narrative:
H.6. Investigation: customer returned (62) used 32gx4mm bd pen needles without tear drop labels attached. The consumer reported that the patient end is dull, an allergic reaction, needles would not insert at all, pen needles seem to hurt more, feel like they are poking through a balloon instead of sliding into their skin, and no insulin flow when taking injection. 30 out of the 62 returned pen needles were examined, and tested for visual inspection of point geometry, outer diameter and lube coverage. It was observed that 17 of the tested pen needles exhibited a hooked cannula point. The hooked cannula points could have led to discomfort or pain during injection. No evidence of manufacturing defect was observed on the returned pen needles. Since all 62 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the hooked cannula points is user error when using the pen needles. 30 out of the 62 returned pen needles were examined, and tested for flow using a test pen injector: all 30 were able to expel properly. No defects related to the reported issue were observed. All 62 returned pen needles were examined, and no defects related to the reported allergic reaction issue were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is traced to the user. The cannula points were likely hooked due to user error when handling the pen needles.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle failed to deliver insulin during use. This complaint was created to capture the 1st of 5 related incidents. The following information was provided by the initial reporter: "I recently renewed my prescription for pen needles and was given your 2nd gen nano needles. Previously I had the first generation. I do nor like the 2nd gen pen needles. They feel like I am poking through a balloon instead of sliding into my skin like the previous ones. They also seem to hurt more. I also seem to have more injections that bubble up under the skin." "Roughly 50% of the needles in the box are not sharp. When used they feel like I am pushing them through a balloon. In a couple of cases, they would not insert at all. Most of the time when these needles were used, the insulin would pool right below the skin instead of deeper into the tissue." "Consumer reported, patient end is "dull" making it difficult to penetrate injection site. Stated, no insulin flow when taking injection".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is (B)(6) has been used as a default. Investigation summary: customer returned (62) used 32gx4mm bd pen needles without tear drop labels attached. The consumer reported no insulin flow when taking injection. 30 out of the 62 returned pen needles were examined, and tested for flow using a test pen injector: all 30 were able to expel properly. No defects related to the reported issue were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle failed to deliver insulin during use. This complaint was created to capture the 1st of 5 related incidents. The following information was provided by the initial reporter: "I recently renewed my prescription for pen needles and was given your 2nd gen nano needles. Previously I had the first generation. I do nor like the 2nd gen pen needles. They feel like I am poking through a balloon instead of sliding into my skin like the previous ones. They also seem to hurt more. I also seem to have more injections that bubble up under the skin." "Roughly 50% of the needles in the box are not sharp. When used they feel like I am pushing them through a balloon. In a couple of cases, they would not insert at all. Most of the time when these needles were used, the insulin would pool right below the skin instead of deeper into the tissue." "Consumer reported, patient end is "dull" making it difficult to penetrate injection site. Stated, no insulin flow when taking injection."